Event description:
The customer reported that approximately halfway through a red blood cell exchange procedure, the operator realized he had entered the incorrect replacement fluid hematocrit(hct). The operator had accepted the default hct of 80%, but they were using units with a 55% hct. The terumo bct support specialist suggested to the customer to end the procedure, get the patient's hct, and contact the physician. The patient was stable following the procedure. Patient identifier and age are not available at this time. This report is being filed due to device malfunction, in the form of operator error, that has the potential for injury.

Manufacturer narrative:
Investigation: a product disposition form review was completed for this machine serial number and no manufacturing-related issues were found. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided

Event description:
The customer could not provide the patient's identifier or age.

Manufacturer narrative:
This report is being filed to provide additional information. Investigation: no functional checkout of the device was performed as no malfunction of the device was alleged. Per conversations with the customer, this incident is attributed to an operator data entry error. Root cause: operator error an internal issue tracker has been created to investigate possible mitigations for the possibility of an operator entering a lower than prescribed hematocrit.